Event description:
The manufacturer received information alleging the patient is under doctor care as they are experiencing super ventricular tachycardia, premature ventricular contractions (pvc), high blood pressure (176/106). The patient was placed on a heart monitor which shows the (176/106) only during nightly use of the device, as coming morning and throughout the day the patient is fine. The patient reports having heart catheterization on (B)(6) 2024. The patient reports the device is skipping the inhaled and going straight to the exhale. This is intermittent and then it occurs. The patient is not able to use the device for therapy. The patient reports the device is fine with no blockage, no occlusion and the tubing is fine. The patient reports cleaning the device by removing the tubes and head gear. These parts are rinsed, air dried and the filters are changed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.